Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician deployed the 16mm x 10cm incraft aaa iliac limb graft stent system in a very tortuous and stented iliac artery but upon withdrawal of the launcher, the white distal cone was separated from the launcher and remained in the patient body. The physician tried to snare it through an unknown 20f sheath without success. The only option was to open the patient. Both main body 30mm incraft aaa aortic bifurcate and incraft aaa iliac limb had to be withdrawn and the procedure was performed as open surgery. The physician will be returning the aaa iliac limb stent and the piece of the white cone stuck in the patient body; unfortunately, the launcher was thrown away.

Manufacturer narrative:
H6 evaluation codes (3191-surgery). This is one of two reports submitted for the same event. Please reference MFR report #: 9616099-2020-03655. Complaint conclusion: the physician deployed the 16mm x 10cm incraft aaa iliac limb stent graft system in a very tortuous and stented iliac artery but upon withdrawal of the launcher, the white distal cone was separated from the launcher and remained in the patient body. The physician tried to snare it through an unknown 20f sheath without success. The only option was to open the patient. Both main body 30mm incraft aaa aortic bifurcate and incraft aaa iliac limb had to be withdrawn and the procedure was performed as open surgery. The physician will be returning the aaa iliac limb stent and the piece of the white cone stuck in the patient body; unfortunately, the launcher was thrown away. The product was returned for analysis. Two non-sterile components were received inside of a clear plastic bag. The components correspond to an iliac limb 16mm x 10cm device. Per visual analysis the inner member tip was received with the hypotube separated from the rest of its own component with chunks of the metal still adhered to the proximal inner member tip. Also, a aaa limb prosthesis was received with dry blood residues. These residues were also present on the inner member tip. No other anomalies were noted. Per sem analysis the separated area of the hypotube of the 16 mm x 10 cm incraft aaa unit presented evidence of fatigue striations on the separated hypotube. Ductile dimples and plastic deformation resulting in cup and cone-like shape were also observed. The plastic deformation and ductile dimples, as well as surface type of cup and cone found on the hypotube, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the hypotube was induced to a tensile force that exceeded the hypotube material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17860151 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inner member hypotube (guidewire lumen) ¿ separated¿, ¿leg prosthesis delivery system - separated - in patient¿ and ¿surgery¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors such as material tensile overload due to a tensile force that exceeded the inner member tip material yield strength prior to the separation may have contributed to the event as evidenced by plastic deformation and ductile dimples, as well as surface type of cup and cone found on the hypotube during analysis. According to the instructions for use, which are not intended as a mitigation of risk ¿under fluoroscopy, carefully remove the iliac limb delivery system from the patient, ensuring that the iliac limb delivery system does not dislodge the prosthesis and guide wire access is maintained. Potential adverse events and potential device risks include, but are not limited to surgical conversion to open surgery.¿ surgery is the recommended escalation when difficulties cannot be overcome during use of an endovascular aortic revascularization of the abdominal aorta. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.